Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem, the device was found to be over infusing. It was determined to be the expulsor. The expulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the accuracy test. There was no patient involvement.